Event description:
Upon attempt to remove the turbohawk after passes were made, it was detected that the spiderfx wire was wrapped around the turbohawk device. The physician was unable to remove it through the sheath. After several attempts the decision was made to do a cut down to remove the turbohawk device and spider wire.please reference MDR 2183870-2015-00112 for the turbohawk used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.evaluation of the returned turbohawk and spiderfx found the devices were received loaded through the guide sheath. The capture wire of the spiderfx exhibited damage consistent with the wire prolapsing or wrapping around the turbohawk guidewire lumen.(B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.